Event description:
The customer reported (2) two false positive results with the ID now covid-19 performed for multiple patients. This MFR. Report addresses patient 2 of 2. Pcr confirmation testing and genexpert generated negative results. The customer reported that the samples were collected on the same day and same time form one patient and (1) one day later from the other patient. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report # 1221359-2021-01429.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m125173 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m125173, test base part number 190-430 / lot m125173. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m125173 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.